Manufacturer narrative:
Based on a re-evaluation of the complaint information, this complaint has been reclassified as an "adverse event and product problem" rather than just an "adverse event" as previously reported due to the patient returning to the hospital for a surgical repair that was allegedly caused by a vessel sealer extend instrument, which could potentially be related to a product problem. If additional information is received, a follow-up MDR will be submitted. Corrected information can be found the following fields: b1, annex a, and annex g. B1 updated to " adverse event and product problem" from " adverse event" annex a updated to include a26 - insufficient information. Annex g updated to include g04113 - seal.

Manufacturer narrative:
Based on the current information provided, the root cause of the customer reported failure mode cannot be determined or is unknown. If additional information is received, a follow-up MDR will be submitted. Site complaint history review was conducted and did not show any additional complaints related to this event. No image or video clip for the reported event was submitted for review. System error log review was conducted on 07-apr-2021 for a procedure on (B)(6) 2021 on system (B)(4). There were no observed events in the system logs that would suggest a product issue and logged events are in line with normal system functionality. A review of the instrument logs was also performed. Single use vessel sealer extend (vse) pn: 480422-01 // ln: l91200601-0335 // sn: (B)(4) was recorded as being used in this procedure. All reusable instruments used in the case have been used in subsequent procedures and a site history search shows no complaints filed against those instruments. An isi advanced failure analyst (afa) engineer vessel sealer log review was conducted and found the following: event logs found no related errors. The e-100 generator logs showed a seal electrode short approximately 17 minutes into usage of the vessel sealer extend (vse) sn: (B)(4). The vse was installed at 13:10 gmt and the seal electrode short was recorded at 13:27 gmt. The seal electrode shorted message is commonly presented when a surgeon is grasping and trying to apply energy over a conductive object (staple, metal clip, etc). When this error occurs, the generator will halt energy delivery and display a message to the user similar to, ¿inspect jaws for excess fluid or metal object. Hemostasis may be compromised¿. The same instrument then performed 6 successful seals consecutively after the error was recorded. There was no observed failure of the instrument itself. While the initial surgeon of record alleged that the bladder burn injury stemmed from use of a vessel sealer extend (vse) instrument, the initial surgeon of record confirmed that there was nothing unusual during the initial procedure and there were no known intra-operative complications. The surgeon did not allege any intra-operative arcing. There was no alleged insufficient or delayed sealing of any instrument, and specifically the vse instrument. All instruments worked as expected and as intended and there were no system errors or messages. There is no evidence that the isi device caused or contributed to an adverse event or that the isi device malfunctioned in a way that could contribute to an adverse event if it were to recur. However, there was unplanned medical intervention of a second surgery required for an alleged thermal injury to the patient¿s bladder that was corrected by fistula repair. At this time, the root cause of the reported issue is unknown.

Event description:
It was initially reported that after a da vinci-assisted hysterectomy procedure, the patient returned to the hospital for surgical repair of an unspecified bladder injury that was allegedly caused due to an unspecified issue with a vessel sealer extend instrument in the initial da vinci procedure. The patient¿s condition was reported as stable. On 02-apr-2021 and 06-apr-2021, intuitive surgical, inc. (Isi) obtained the following additional information regarding the reported event: after a successfully completed da vinci-assisted hysterectomy procedure on (B)(6) 2021, the patient returned to the hospital weeks later on (B)(6) 2021 with symptoms of nausea. Thermal damage to the bladder was suspected and then confirmed by unspecified ¿testing¿. The bladder injury was corrected with a fistula repair in a second da vinci procedure by a different surgeon on (B)(6) 2021. The patient tolerated the second procedure well and was reported as ¿recovering nicely¿. Isi also spoke with the initial surgeon of record who confirmed that there was nothing unusual during the initial procedure and there were no known intra-operative complications. The surgeon did not allege any intra-operative arcing. There was no alleged insufficient or delayed sealing of any instrument, and specifically the vse instrument. All instruments worked as expected and as intended and there were no system errors or messages.